Event description:
Customer reported she fell and cracked the insulin pump; crack is on the lcd screen. Customer stated that an open circle was showing on the screen and she was not running anything. The alarm history was checked and it had a series of low reservoir alarms but customer stated she did not receive the alarms. Customer was at work and was not able to perform the displacement test. Blood glucose value is 115 mg/dl. Nothing further reported.

Manufacturer narrative:
No reservoir alarm functioned properly. No reservoir alarm anomaly noted. The insulin pump was received with deep scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. No crack noted on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.